Manufacturer narrative:
The router subject to this event was returned for evaluation, it was visually confirmed that the router was broken. Investigation results indicate that there was variation in flute geometry which may potentially contribute to the router breakage.

Event description:
It was reported that during a craniotomy procedure, the router broke. It was also reported there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a craniotomy procedure, the router broke. It was also reported there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.